Event description:
It was reported that stent dislodgement occurred. Vascular access was obtained via the radial artery. The 95% stenosed, 24 x 3.5mm, concentric and de novo target lesion was located in the left anterior descending artery (lad). A 3.0 non bsc guide catheter was placed. After a choice floppy guide wire crossed the lesion, a 3.50mm x 28mm liberté¿ stent was advanced however the stent slipped off the delivery system balloon while in the proximal lad. Then a 1.5mm x 20mm unspecified balloon catheter was advanced to dilate the dislodged stent and another 2.5mm x 20mm maverick balloon catheter was used for additional dilation of the stent. A 3.5mm x 24mm liberté¿ stent was deployed and overlapping the first liberté¿ stent and the procedure was completed. No further patient complications were reported and the patient¿s status is stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factor. (B)(4).